Event description:
The patient contacted animas alleging an elevated blood glucose level of 500-600 mg/dl and a symptom of nausea. The patient denied that she was able to check for ketones. She also denied that she was sick. The animas cde involved with this contact reviewed the pump's settings and history and determined that the pump did not malfunction or contribute to the patient's elevated blood glucose levels. The patient was changing the sites every 2 days and was using her abdomen. No irritation was noted. Also, no air was observed in the cartridge or tubing. The patient's sites and luer connection were dry. The patient admitted that she had been using cold insulin. The animas cde advised the patient to only use insulin at room temperature and to call her health care provider for further assistance. During the contact with the animas cde, the patient rechecked her blood glucose level and got a result of "513 mg/dl."

Manufacturer narrative:
The pump has not been returned to animas for eval. The animas cde involved with this contact determined that the pump was functioning properly.